Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The complaint indicates that the patient reported a missing sensor wire. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor with sn n/a to determine the cause of failure due to only the applicator being returned. Root cause:returned product was not investigated as analysis would not be able to confirm complaint or determine a potential root cause.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.